Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the locking component was damaged. This was attributed to normal wear. Device was replaced.

Event description:
Customer reported that the qd8 adapter did not anchor the cutting burs. During service, the technician found out that the tool could not be inserted and the ball bearing was faulty. It also stated that the screw 44-1583 was loose. This is report 1 of 1 for (B)(4).